Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with meropenem injection (250mg, intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information was available.

Manufacturer narrative:
Additional information : upon follow up it was reported the patient experienced peritonitis manifested by yellowish fluid. On an unreported date, treatment with meropenem was discontinued. Pd therapy was ongoing. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.